Event description:
It was reported that this right ventricular (rv) lead exhibited a sudden rise in pacing and shocking impedance measurements to out of range values of 2000 ohms and 200 ohms respectively. Surgical intervention was performed, and the rv lead was abandoned and replaced. No additional adverse patient effects were reported.